Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the left ventricular lead implant procedure, lead dislodgement was observed. The physician was unable to reinsert the guide wire or stylet in the lumen of the lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of unable to reinsert a guidewire or stylet into the lumen of the lead was confirmed. An obstruction noted in the inner coil consistent with ptfe coating inside the inner coil. The cause of the reported event was isolated to ptfe clogged inside the inner coil.